Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s921usqs4cyj1. Hardware: sm-s921u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 52 mg/dl while wearing the pod on the abdomen for between 4 and 24 hours. The patient became unresponsive inside of their car and had seizures. Patient was treated with glucose, IV fluids and the pod was removed and discarded by the endocrinologist. History shows patient bolused 7.5 units at 8:30 a.m., 5 units at 9:42 a.m.., 5 units at 9:51 a.m. And 5 units at 10:24 a.m. Patient switched to manual mode at 10:48 a.m. The patient was released on (B)(6) 2025.